Manufacturer narrative:
The user experienced hyperglycemia requiring emergency room treatment while on ilet therapy. Severe hyperglycemia requiring medical intervention is consistent with the reported treatment with insulin and IV fluids. Information provided by the caregiver and healthcare provider indicates that the patient repeatedly removed the infusion set, resulting in interruption of insulin delivery. The patient has a history of stroke with associated cognitive impairment, which likely contributed to the inability to maintain therapy. Based on available information, the event was attributed to use-related factors and underlying patient condition leading to therapy interruption. No device malfunction or performance issue associated with the ilet pump was identified. If additional information becomes available, a supplemental MDR will be submitted.

Event description:
On 13-apr-2026 it was reported that on (B)(6) 2026 the user experienced hyperglycemia with blood glucose (bg) levels reported as high as 485 mg/dl following repeated removal of the infusion set. The user was treated in the emergency room with exogenous insulin and IV fluids and discharged (B)(6) 2026. No long-term health effects were reported.